Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 21, 2024.

Manufacturer narrative:
This report is submitted on march 25, 2021.

Event description:
Per the clinic, the patient developed an ulcer at the incision site, which was treated with antibiotics (type, date, duration not reported). The issue could not be resolved; and the skin flap breakdown resulted in exposure of the implant. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device on the contralateral side.